Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited the backup vvi operation. The firmware has been re-downloaded and the device restored to the normal function. The patient was stable throughout the whole event.